Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. H6: investigation summary one sample and one photo were provided to our quality team for investigation. Through visual inspection, a red and greyish-black foreign matter on the finger grip was observed. Potential root cause for the foreign matter appears to be grease used in the manufacturing plant. These defects are occurring below an expected rate so no corrective actions will be made at this time. A device history record review was completed for provided lot number 2103593. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ control syringe without safety was found dirty in the packaging. The following information was provided by the initial reporter: "10cc control syringe was dirty in pack. Syringe looks like it has already been used."

Event description:
It was reported that the bd luer-lok¿ control syringe without safety was found dirty in the packaging. The following information was provided by the initial reporter: "10cc control syringe was dirty in pack. Syringe looks like it has already been used."

Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Tennessee, USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.